Event description:
It was reported that the patient's right hip was revised due to shell malposition (it was not reported to the rep if the shell was implanted that way or had migrated). A shell, 2 screws, liner, and head were revised. Rep confirmed there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: unknown joint replacement screw; cat# unk_jr; lot# unknown, unknown joint replacement screw; cat# unk_jr; lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding malposition involving a trident shell was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical records or medical data were provided for review. Only a pi report and single unlabeled undated x-ray. The pi report notes a revision surgery for cup malposition. The x-ray shows an acetabular component that is vertical and somewhat anteverted. The cup does looks loose. The stem looks stable. There is a very large femoral head. A revision procedure is not documented. Event confirmation: the event, an acetabular revision, cannot be confirmed as there are no medical records to document the procedure. A likely loose acetabular shell that is vertical and somewhat anteverted is noted. Root cause: a root cause cannot be ascertained as the event cannot be confirmed. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: conclusion/assessment: no medical records or medical data were provided for review. Only a pi report and single unlabeled undated x-ray. The pi report notes a revision surgery for cup malposition. The x-ray shows an acetabular component that is vertical and somewhat anteverted. The cup does looks loose. The stem looks stable. There is a very large femoral head. A revision procedure is not documented. Event confirmation: the event, an acetabular revision, cannot be confirmed as there are no medical records to document the procedure. A likely loose acetabular shell that is vertical and somewhat anteverted is noted. A root cause cannot be ascertained as the event cannot be confirmed. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.